Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission noise on the ventricular lead was observed in a high ventricular rate episode. It was noted that the patient recently had a cardiac procedure performed. The patient was asymptomatic to the event. No intervention was performed and the patient will continue to be monitored.